Event description:
It was reported the patient had a catheter access port (cap) study done on (B)(6) 2014. The study was done because the patient felt her pain was not well controlled. The study did not reveal any issues with the pump or the catheter. Initially, there was not immediate flow of dye filling the spinal canal. However, upon additional instillation of dye, the dye filled the intrathecal space as expected. There were no visible issues with the catheter, connector, or pump.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l57664, implanted: (B)(6) 1999, product type: catheter. (B)(4).